Manufacturer narrative:
The investigation could not determine a specific cause. Testing performed using the same lot numbers of reagent as the user did not confirm the imprecision. Recovery of controls was within specification and the samples recovered well. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user experienced a precision issue and received questionable vitamin b12 results from the cobas e411 serial number (B)(4) when the samples were tested with two different reagent packs from the same lot. Of the data provided, the results for one patient sample were discrepant. The result from reagent pack number 14481 was 112.4 pg/ml and the result from reagent pack number 8783 was 238.4 pg/ml. The initial result was reported outside the laboratory. The physician had expressed doubt about the result and asked that it be rechecked. No adverse events were alleged regarding the event.